Manufacturer narrative:
The end user reported that while sitting on the rollator, the wheel came off and she fell. The incident occurred (B)(6) months ago and we had not previously been notified. A rotator cuff injury was diagnosed. No surgical intervention has been performed. The sample has not been returned for eval. No lot number was provided. We have not confirmed this was a medline device and have not identified a potential root cause. The end user did not know how long she had the rollator. We do not know what condition it was in or if it had been properly maintained. The end user reported that she had been self propelling while sitting on the seat of the rollator. This is contraindicated in the owner's manual and may have contributed to the reported incident. However, due to the reported rotator cuff injury and in an abundance of caution, this medwatch is being filed.

Event description:
End user reported that she fell (B)(6) months ago while using the rollator. She was diagnosed with a torn rotator cuff.